Event description:
It was reported that the iab ruptured as it was being inserted. There was no patient complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's eval of the returned sample was unable to confirm the user's complaint. No functional or mfg problems were found.